Manufacturer narrative:
This report is for an unknown constructs: lcp/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: dr. Ajeet hundekar and dr. Santosh mared (2021), management of distal tibia fractures with mippo, national journal of clinical orthopaedics, vol. 5 (1), pages 16-21 (india). The aim of this prospective observational study is to evaluate clinical results and outcomes of metaphyseal lower third tibia using locking compression plate by minimally invasive percutaneous plate osteosynthesis (mippo) technique and open reduction technique. Between july 2019 to september 2019, a total of 23 patients (17 male and 6 female) with an average age of 42 (range from 23-62) years were included in the study. Surgery was performed using synthes locking compression plate (lcp). The follow-up period was an average of 12 months (range 6-20 months). The following complications were reported as follows: 1 patient had delayed union which took 20 weeks. 2 patients developed superficial infection but fractures united completely. This report is for an unknown synthes lcp distal tibia plate/screws constructs.